Event description:
Same case as MDR ID: 2134265-2014-02314 and 2134265-2014-02317. It was reported that restenosis occurred. In an unspecified date, a 3.0 x 12 taxus liberte stent was implanted in the right coronary artery. In (B)(6) 2014, the patient presented with st elevations and restenosis. The physician went on to balloon the vessel. The first balloon used was a 2.50mm x 15mm apex catheter balloon which was advanced to the lesion. The balloon was inflated and on first inflation it ruptured at 6 atmospheres (atms). The second balloon used was a 2.25mm x 15mm apex catheter balloon which was advanced to the lesion and on first inflation also ruptured at 6 atms. The 2 devices were successfully removed from the patient and the procedure was completed with another balloon and placement of a 3.0x16mm promus premier stent.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).